Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Found wire in hv cable needed repair. Wire repaired and system is functioning as intended.

Event description:
It was reported that the system displayed a collimator too large and collimator potentiometer error codes. No patient injury was reported.